Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported left side capsular contracture, baker grade unknown, swelling and tightness and an implant exchange from textured to smooth due to the patients concerns with the product. This record is for the left side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, d6 (b), g2, h6. Clarification h6 code e2402 is used to capture ptosis and asymmetry.

Event description:
Patient reported left side capsular contracture, baker grade unknown, swelling and tightness. Healthcare professional confirmed the report of capsular contracture, baker grade IV and noted patient had a rupture, ptosis, asymmetry and "seroma with brownish, old bloody fluid. The device has been explanted.